Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ping meter displayed the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 8:30pm. The patient manages her diabetes with an insulin pump. The patient stated that she took extra food/drink on (B)(6) 2016 at 8:30pm in response to the alleged product issue. The patient denied that she developed any symptoms and she did not receive medical treatment. The patient stated that her blood glucose was tested using another device on (B)(6) 2016 at 8:30pm and the result obtained was "66 mg/dl". At the time of troubleshooting, the csr noted that the test strip completely drew in the blood sample, the alleged product issue was not resolved with a walk-through retest, the subject meter was not being used for the first time, the patient was using the correct testing technique and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient denied that she developed any symptoms and no treatment was received. The alleged product issue was not resolved with troubleshooting.